Event description:
Facial sensitivity [hyperaesthesia], swelling in face, swelling in face [swelling face], facial flushing [flushing], right knee drained [joint effusion], swelling in right knee [joint swelling]. Case description: a spontaneous report was received from a (B)(6) male patient with a history of osteoarthritis and a torn meniscus of the right knee, who experienced right knee swelling, knee effusion, facial swelling, facial flushing, and facial sensitivity after receiving synvisc. The patient has no history of previous treatment with synvisc. He received injections of synvisc in his right knee on (B)(6)/2009 and (B)(6)/2009. On an unspecified date, the patient reported that he experienced swelling in his right knee and face, facial flushing, and facial sensitivity. He reported that he had to have his right knee drained after receiving each synvisc injection. The patient stated that his healthcare provider (hcp) feels that his torn meniscus may be causing his right knee swelling. The patient is flutist and the facial swelling has prevented him from playing the flute. He reported that he planned to receive his third injection of synvisc on (B)(6)/2009. Additional information was received on 10/27/2009. The patient reported that he received a cortisone injection from his physician, but his face still had some swelling. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. The review has not indicated trends that could be associated to any product complaint.